Manufacturer narrative:
Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set leaked. The following information was provided by the initial reporter: "material no. 367364 batch no. 0321278 it was reported that the needle leaked blood. Customer called to report that the needle leaked blood. This is after the blood collection from the patient. Issue occurred once today ((B)(6) 2021), no blood exposure, the sample is available to be sent back."